Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. The customer's blood glucose level was 161 mg/dl. Reportedly, the customer turned the pump off then back on, a new cartridge was successfully loaded, and insulin delivery was resumed to address the event.